Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry at time of laboratory analysis. Review of data in the latitude remote patient monitoring system confirmed system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received confirmed this pacemaker was explanted. Besides intervention, no other adverse patient effects were reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received confirmed this pacemaker was explanted. Besides intervention, no other adverse patient effects were reported. Device return is not indicated at this time.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.